Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates patient's lead migrated following recent falls. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000101413.

Event description:
It was reported that the patient had high impedance on one lead, and due to a recent weight loss, patient began experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 during which the physician repositioned the patient's scs ipg to address the issue. It is unknown which lead was impeded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.